Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer failed to open. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture,04-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue upon investigation of the actual device used in this incident, it was determined that the system drawer 3 had failed. A field service engineer (fse) opened back panel and found that the magnet was missing. Then fse replaced inseparable magnet and tested the drawer functionality to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer failed to open. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.